Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus pen did not align with the display cursor. It was indicated that the connection from the printed circuit board (pcb) to the display required cleaning and reseating. The programmer was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus pen did not align with the display cursor. The stylus was changed and calibrated but the issue was not resolved. The programmer was returned for service. No patient complications have been reported as a result of this event.